Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on proximal row 1 and 3 of the stent were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. The target lesion was located in the calcified mid right coronary artery (rca). With a support of a non-bsc guide extension catheter, a 4.00x12mm synergy¿ drug-eluting stent was advanced to treat the lesion but device failed to cross. The stent was pulled from the guide extension catheter but device was unable to be removed. After several attempts were made, the device was removed from the patient's body, however, it was noticed that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.